Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The patient received a leadless pacemaker a short time later. No further patient complications have been reported as a result of this event.